Event description:
It was reported, the video system center was connected into the provation. However, it did not have an image. It is unknown, when the issue was found. There were no reports of patient injury or harm.

Manufacturer narrative:
In troubleshooting: technical support assistance (tac) was in contact with the customer and performed troubleshooting. The customer was advised to check the cabling. And the serial digital interface (sdi) cable was lose. Once the cable was reconnected, the image was resumed back on. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be caused by loose serial digital interface cable. Olympus will continue to monitor field performance for this device.